Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Review of the system log file showed ¿no network connection ippc-real time link application¿. Philips field service engineer (fse) inspected the system onsite and reseated the hdd and all power cables into the disc bay. Upon further inspection, philips field service engineer (fse) confirmed that the flex vision pc has a problem. Fse replaced the flex vision pc in other case (B)(4). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.